Event description:
In 2007, the lay-user/pt contacted lifescan at 7:14 am (pst) alleging that one touch ultramini meter was showing a "77" upon powering the device one. The pt indicated that the alleged meter issue started on the same day, at 8:20 am (est). As a result of the alleged meter issue, the pt took a usual dose of 6 units novalog insulin. An unspecified time after the meter issue began, the pt reportedly broke out in a sweat. The alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. It was not clear if the pt had accessed the memory or had obtained a result of 77 mg/dl. This complaint is being reported due to the following conclusion: the pt reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for eval, but has not yet received them. If either the meter, strips, or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.